Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and power loss. The customer¿s blood glucose was 13.5 mmol/l at the time of incident. Customer stated that the insulin pump had a blank display and alarmed power loss after the battery has been changed. Customer also reported to have received a stuck button alarm and the buttons were unresponsive. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the insulin pump trace download. Insulin pump was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. The battery tube and electronic assembly found with traces of corrosion per visual inspection.